Manufacturer narrative:
"An attempt to reproduce the reported event using guardian connect app version 3.2.6 on the iphone xr ios 16 device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). The likely cause of this issue related to device battery. The iphone 14 has been facing widespread complaints about battery drain issues, with users reporting significantly reduced battery life compared to previous models. Despite software updates aimed at addressing these concerns, many users continue to experience rapid depletion of battery power, even with minimal usage. The battery testing results reveal that the standard iphone 14 model lags behind its counterparts in battery life performance. With a capacity of 3,279 mah, it offers a runtime of 9 hours and 28 minutes, notably shorter than the iphone 14 plus, iphone 14 pro, and iphone 14 pro max. We recommend that customers to prioritize the use of the guardian connect application on their current device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that loss of communication between device to mobile. The customer stated that guardian connect application was not able to open. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device and the product will not be returned for analysis.